Manufacturer narrative:
This report is submitted on august 1, 2023.

Event description:
Per the surgeon, the device was electively explanted on (B)(6) 2022. The device was interfering with her getting MRI's. There are currently no plans to re-implant the patient.